Event description:
It was reported that sometime post port placement, the catheter allegedly fractured. It was further reported that the fractured segment was surgically removed. The patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one catheter segment was returned for evaluation. Gross, microscopic visual evaluations and functional testing were performed. The investigation is confirmed for the reported catheter fracture, suction problem, material dent and material separation issue as a complete circumferential break appeared jagged and was non-uniform around the edge was noted at the proximal end of the catheter. The catheter surface appeared granular, elliptical in shape and there was an attempt to aspirate the device, but the attempt was unsuccessful. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states: ¿warning: pinch-off prevention: catheters placed percutaneously or through a cutdown, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even sever the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle. ¿signs of pinch-off clinical: difficulty with blood withdrawal; resistance to infusion of fluids; patient position changes required for infusion of fluids or blood withdrawal. Radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: (expiry date: 11/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2024). Device not returned.

Event description:
It was reported that sometime post port placement, the catheter allegedly fractured. It was further reported that the fractured segment was surgically removed. The patient current status was unknown.